Event description:
A dealer called into technical services and has reported an issue of the legrest actuator appears to be stripped out inside. The legrest will not raise. Dealer can raise and lower legrest with his hand. No injury reported. To resolve, a new legrest has been sent for repair.